Event description:
It was reported that a patient with a 25mm mitral valve for 7 years and 1 month underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 26mm transcatheter valve. The patient was in recovery.

Manufacturer narrative:
Additional narratives: there may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Updated sections: a4, b5, b6, b7, d4 expiration date and UDI number, h4, h6 component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted in the mitral position for 7 years and 1 month underwent a valve-in-valve procedure due to severe stenosis and severe symptomatic regurgitation. Patient presented with chronic systolic heart failure, with dyspnea and fatigue. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve post procedure patient in recovery. Patient was discharge on pod#2.